Manufacturer narrative:
A ge rep evaluated the system, and replaced the x-ray tube and hard drive. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is displaying high ma errors. No pt injury was reported.